Event description:
The facility representative reported a colleague infusion pump with an alarming battery failure. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was depleted main batteries as a result of use error. The power cord was reseated and the main batteries were replaced to correct the reported condition. A review of the product labeling was performed and found the labeling to be adequate. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Should additional information, become available, a follow-up medwatch will be submitted.